Event description:
It was reported there were coupling and or communication issues. Use of the antenna locate feature resulted in a power on reset (por) being displayed on recharger which then lead to normal recharging screen. Patient stopped feeling stimulation and could not recharge approximately one week prior. This action resolve the issue.

Manufacturer narrative:
Product ID 39565-65 serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37092, lot# 228530001, implanted: (B)(6) 2009, product type accessory. (B)(4).